Event description:
Procedure performed: laparoscopic colon surgery. Event description: the trocar was used as a camera trocar in combination with a 10mm laparoscope of company [name]. The surgeon is a long time customer and user of our trocars. During the laparoscopic intervention the surgeon found an inner part of the trocars valve (the transparent centering piece) in the abdomen by chance. He was able to recover and to extract it out of the abdomen. They than replaced the trocar and conserved the damaged trocar in a closed bag. Additional information received by an applied medical representative via email on 18dec2025: the product is conserved at the customer site and can be collected and sent back to amersfoort. Lot number stills unknown as it was not documented and the packaging was thrown away. All pieces were retrieved from the patient. No internal seal components were removed nor cut in order to inspect the damaged component. The trocar was used as a camera trocar. The camera is a 10mm [brand name] laparoscope. Besides that reusable instruments like graspers, scissors and suction-irrigation was used. Also an energy device was involved - as far as I know they only have [competitor energy device] in use. Intervention: the operation was prolonged by a couple of minutes and the trocar had to be replaced. Patient status: patient is well and the event had no known influence on the outcome.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.